Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the lead was explanted and replaced.

Manufacturer narrative:
The report event of fractured lead was confirmed. As received, microscopic inspection showed the returned lead had all the internal lead wires broken. The cause for the event remains unknown.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead is fractured. This was confirmed via x-ray. Surgical intervention may be pending to address this issue.